Manufacturer narrative:
Additional information: the evaluation of the returned device was completed. The broken trocar tip was returned. An x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s frontal components were found bent. This finding likely occurred due to how the device was shipped back. Additionally, the trocar was found broken before the splay. This may have occurred during customer handling of the device. Images taken of the trocar revealed that the trocar may have fractured into three (3) pieces. Two (2) of the three (3) pieces were identified in the images, however one (1) piece was not found. The trocar appeared to have been compressed on the right side of the splay while the left was tensioned. Surface features suggest a ductile failure. The lack of deformation on the insertion tube v-slot suggests the trocar did not fracture due to trocar bias. Furthermore, the surgeon reported that the trocar did not break. As such, the trocar was likely broken during handling and after the surgical procedure. It is highly unlikely that the device was sent out in with bent frontal components as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) cataract surgery, "the plunger behind the stent came out into the operative eye" during attempt to implant the stents from a trabecular microbypass stent system. Per report, the surgeon was able to successfully retrieve the reported portion of the device, intraoperatively. There was no report of patient harm or injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. The reported issue (injector issue) is identified in the risk management to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).